Event description:
The lead was returned for analysis after 0.6 months of service life because of changing impedances, oversensing and reported connector pin problem. No patient complications have been reported as a result of this event.